Event description:
The international customer reported the ventilator alarmed due to a vent inop occurrence. The customer reported the unit was not in use on a patient; therefore, there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service engineer replaced the data acquisition board address the findings and reported problem. Applicable final testing was performed per operating specifications.